Manufacturer narrative:
H11: through follow up communications, livanova learnt customer will decommission the unit and that following activities are performed according to the IFU: when device is in use, h2o2 is added in the frame of the weekly water change and a disposable pall-aquasafe water filter with a 0.2 m membrane or an equivalent performance filter is used for tap water; the device is placed inside of the operation theatre during use, away from sterile field and tilted away from patient; patient reusable blankets are not used and the 3t aerosol collection set is replaced after the allowed use period. Nevertheless, there is no evidence that the h2o2 level is monitored daily during device use, and, when not in use, system is stored full of water. Also, prior to initial operation and prior to store the heater-cooler, surfaces and water circuits are not disinfected importantly, device cleaning and two-weekly disinfection processes are handled by a third-party company. Review of livanova complaints database revealed no other similar events notified on this unit, since its installation in 2017. Based on the investigation findings, it cannot be ruled out that the above-described deviations from IFU contributed to the reported issue. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action.

Event description:
See initial report.

Manufacturer narrative:
A1 to a5: patient information was not provided. G5: the heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H9: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler based on customer information, the device was removed from service begin of july and returned to service on end of july. Finallly remove from service on begin of september 2025. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler resulted positive to gordonae bacteria on water samples collected on (B)(6) 2025 (results received on 17/sep/25 with positive cardioplegia tank and positive patient tank). There is no report of any patient injury.